Event description:
It was reported through iris per that this right ventricular (rv) lead was explanted due to pacing not delivered when required, dislodgement, high pacing thresholds and perforation on the heart wall. CT or MRI showed helix outside of the rv. No additional adverse patient effects were reported.